Event description:
Customer reported they felt the output of the vaporizer was lower than expected. There was no reported pt injury. Ohmeda's investigation into the reported occurrrence is still ongoing. A f/u report will be issued when the investigation has been completed.